Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator is stuck on battery test; when it is turned on, it runs a battery test and it lasts until the battery is drained. There was no reported patient involvement.